Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Unit received with a critical pump error (open book error) an pump error 35 found in the formatted history file due to force sensor zero offset out of specification. Unable to perform functional test including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with stained serial number label. Unit received with minor scratched display window, case and keypad overlay.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It was reported that following insertion the patient experienced incomplete bladder emptying and atrophic vaginitis.

Manufacturer narrative:
Date sent to the FDA: 11/16/2017 corrected information: d6 additional b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on 06/05/2006 and tvt-o was implanted.

Manufacturer narrative:
It was reported that the patient underwent removal of vaginal suburethral sling with excision of entire vaginal portion of polypropylene mesh sling and cystoscopy on (B)(6)2017 by dr. (B)(6), md, due to eroded/exposed vaginal mesh polypropylene mesh.